Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implanted pump system for spinal pain indications. The pump was used to deliver fentanyl. Dose and concentration information was not reported. It was reported that the patient had been having a lot of problems with the pump. The patient asked if there was a recommendation as to how much a person should weight prior to implant. The patient only weighed 98.8 pounds and weighed 100 pounds at implanted. The pump was implanted in the patient's back. Since implant, the patient had muscle spasms and knots. The pump stuck out "quite a bit". A couple days after implant, the patient had a "huge seroma". The seroma started to "swell up" and "became huge" and the doctor would drain it. Per the patient, "it started around the pump and then went to the side and then to the right side and then up and down the back." Per the patient, "the pump began to swell" on the left side and the patient had to have a drainage tube put in. The patient's doctor had to give the patient steroid shots that did help, but not for very long. The patient got steroid shots on (B)(6) 2023. The patient's pain pump was not covering the pain that it was implanted for and it felt like their body was "fight against the pump being implanted'. The patient had been very uncomfortable. The patient asked if it was normal to take time before the therapy started to take away the pain. The patient's previous doctor's office was closed and the patient had a new doctor. Per the patient, their new managing physician told the patient that "she can't be emotional". It was noted that the patient's original doctor did not give them a personal therapy manager (ptm).